Event description:
On (B)(6) 2022, an amazon customer commented that the product was false positive. The reporter said the test was inaccurate and it was hard to find and read the faint lines of obvious consequences. The reporter had a positive test, and went to urgent care and tested negative. The customer then tested it with another brand and it was also negative. Importer comments: due to the system functionality to not allow seller to leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information, such as product information (lot #, expiration date, etc.) Following by reporter's consent.